Event description:
It was reported the video system center did not detect the gif-ez1500 endoscope no. (B)(6), there was only a control image on the screen (colored stripes), this endoscope was checked on another processor and was detected correctly. Apart from this camera, there was a problem with another endoscope - image loss during the procedure, but unfortunately, there is no data on which endoscope it was. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Establishment name shortened from "(B)(6) to (B)(6) due to number of characters restriction. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be further presumed, as the device was not returned for evaluation. From the information obtained for this investigation, a further cause of the event could not be identified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.